Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported b30(scope communication error) during inspection for use. Involving an olympus gastrointestinal videoscope. There was no patient injury reported.